Manufacturer narrative:
Other relevant device(s) are: enlw1613c95ee s/n: unknown; use by date: unknown; upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 69mm diameter abdominal aortic aneurysm. It was reported approximately 5 years post the index procedure the patient presented emergently where distal aneurysmal evolution was identified. An unknown endovascular procedure was completed and the event was confirmed as resolve. The cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.